Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge tubing had discoloration. Customer's blood glucose level was 181 mg/dl. Reportedly, the customer continued using cartridge.